Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel and met all production specifications according to requirements. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 35.6 c and 35.8 c under load testing with coolant spray on. These temperatures did not exceed temperature requirements. Both bearing outer races were found detached from the set assembly and logged inside the cap head cavities. This failure would have led to set instability, contributing to the overheating stated in the complaint. The bur end bearing retainer looked good but it was cover with debris. The cap end bearing retainer exhibited fractures and was also cover with debris. Moderate gear wear was observed on the head-tail and head assemblies. Microscopic evaluation revealed significant debris within cap and head cavities. All components looked dry and corroded with no evidence of lubrication.

Event description:
In this event a doctor reported that an estylus 1:5 attachment overheated. There was no injury or intervention.